Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose while under hospitalization for high blood pressure. The customer's blood glucose level was 138mg/dl. The customer was at 138 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up. The insulin pump will not be returned for analysis.